Event description:
The customer reported they could not use oxygen. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.